Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a lead warning occurred due to out of range high right ventricular (rv) lead coil impedance. Further review of the transmission and device data noted the impedance value had been slowly rising over the previous four days. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was rising. If information is provided in the future, a supplemental report will be issued.